Event description:
Customer reportedly received the following results on the compact plus system, compared to a professional meter, within 10 minutes: 200 mg/dl (professional meter) and 511 mg/dl (compact plus) prior to this comparison, the customer exhibited low blood glucose symptoms. Customer's son attempted to test customer on her compact plus meter, but was unable to use it. Son called emts and treated customer with glucose gel. Customer obtained reading of 511 mg/dl ten minutes after emts obtained reading of 200 mg/dl after being treated with glucose gel. No adverse event reported as a result of the 511 mg/dl device reading. Requested return of suspect device; however, customer no longer has test strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not returned.